Manufacturer narrative:
An outside of the united states (ous) customer contacted a siemens customer care center to report that falsely depressed concentrated carbon dioxide (co2_c) results were obtained on 5 patient samples on an atellica ch 930 analyzer. Calibration and quality controls (qc) recovered acceptably at the time of the event. Siemens remotely performed a mix test and identified that the dilution mixer malfunctioned. The customer performed instrument calibration and no additional falsely depressed co2_c results were obtained. A siemens customer service engineer (cse) was dispatched to the customer¿s site. The cse replaced and aligned the dilution mixer impeller. Additionally, the cse replaced the dilution mixer, dilution wash probes 1 and 2 and the dilution probe. Then, the cse performed a mix test, manual and automatic mixer alignments, autocheck, calibration and qc, which were acceptable. On subsequent visits, the cse replaced dilution wash probes 4 and 5, the solenoid valves v28 and v29, lamp and the reaction cuvettes. Then, the cse adjusted the lamp voltage, and lamp gain. Next, the cse aligned the dilution arm and cuvette washer station. The cse also performed a mix test, autocheck, atellica test protocol (atp), and calibration and qc, which were acceptable. The cause of the falsely depressed co2_c results is unknown. The analyzer is performing within specifications. No further evaluation of this analyzer is required.

Event description:
The customer reported falsely depressed concentrated carbon dioxide (co2_c) results that were obtained on 5 patient samples on an atellica ch 930 analyzer. The erroneous results were not reported to the physician(s). The samples were repeated on an alternate atellica ch 930 analyzer. The repeat results were higher than the erroneous results. The repeat results matched the patients¿ clinical pictures and were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed co2_c results.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2024-00152 on 12-jul-2024. Additional information (16-jul-2024): siemens further evaluated the instrument¿s calibration and found two levels of calibrator signals to be low. The low calibrator signals are potentially due to water quality. Siemens determined that instrument related issues and water quality issues potentially contributed to the falsely depressed concentrated carbon dioxide (co2_c) results. The analyzer is performing within specifications. No further evaluation of this analyzer is required.